Manufacturer narrative:
The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The customer reported ten (10) false positive results with the determine hiv 1/2 ag/ab combo test over multiple dates. This report is for patient 2 (test quantity 2), test two (2) of ten (10). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test taken on (B)(6) 2024. Confirmatory testing was performed with an alinity screening test for p24 at a separate facility (date unknown) and a negative result was received. No patient information, including treatment and outcome, was provided.

Event description:
The customer reported ten (10) false positive results with the determine hiv 1/2 ag/ab combo test over multiple dates. This report is for patient 2 (test quantity 2), test two (2) of ten (10). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test taken on (B)(6) 2024. Confirmatory testing was performed with an alinity screening test for p24 at a separate facility (date unknown) and a negative result was received. No patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 877155 with internal positive quality control samples and negative quality control swabs and diluent. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 877155 and device part number 10732998 / lot 874665. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 877155 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.